Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of the device lot. The device history records were reviewed and the manufacturing criteria were met prior to the release of the reload batch. Photographic analysis: first picture shows two gold cartridges over a blister and a shaft can be seen. Second picture shows the proximal part of an anvil with the jaws opened, two gold cartridges , one of them on a bottom view , with the one piece sled at the end of the cartridge , as if it was fully fired. Based on the picture alone no conclusion could be reached on how the reported event occurred.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer, after first firing, found the staples malformed with irregular shape. Suture was used to sew the wound. Could not fire on the second firing. Another like product was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p5670d. Cartridge b and c - batch p55n2r. Photographic analysis: the first picture shows two gold cartridges over a blister and a shaft can be seen. The second picture shows the proximal part of an anvil with the jaws opened, two gold cartridges , one of them on a bottom view with the one piece sled at the end of the cartridge as if it was fully fired. Based on the pictures alone no conclusion could be reached on how the reported event occurred. Device evaluation: the analysis found that one pse45a device was returned with no apparent damage and with two ecr45d cartridges reloads present. The reload (b) was received fully fired. The reload(c) was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.